Event description:
The customer reported that the device intermittently had a red x on the rfu indicator and was making a beeping noise.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently had a red x on the rfu indicator and was making a beeping noise. The device evaluated at phillips. The symptom was reproduced and clarified as the device hanging/freezing and displaying a red x. The issue was localized to the processor pca. We are considering this a malfunction of the processor pca.